Event description:
Customer reported difference between her sensor glucose and blood glucose readings. Customer's blood glucose at the time of the call was 79 mg/dl. Troubleshooting found that her sensor glucose and blood glucose readings are not trending in the same direction. No additional information is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.